Manufacturer narrative:
Conclusion: the complaint is confirmed for a cracked cannula body connector based on the photo provided, however, no product has been returned to date. A root cause of this occurrence cannot be determined without returned product, however, based on the available information, this complaint is most likely the result of a use-related issue. The damage to the cannula connector can occur when the introducer is inserted into the cannula body without the use of the hemostasis cap. The introducer handle can cause stretching, crazing, or cracking when it is forced into the connector. The hemostasis cap is clear and is attached to the introducer on the provided protective sheath. Trends for issues with this device are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that post-operatively the customer observed a break in the cannula connector. The physician who performed the cannulation stated that it was unknown whether it broke during the procedure or whether it was broken from the beginning. The customer stated that a small amount of blood leaked during the procedure. There were no adverse patient effects as a result of this issue.  The cannula had been used for three hours and it was used for for femoral artery blood supply.  Additional information received confirms the amount of blood loss was a small amount and a transfusion was not required.